Event description:
It was reported that during direct stenting in the calcified and tortuous left circumflex artery via femoral access, an attempt was made to advance a 3.5x23 rx xience prime stent delivery system (sds) and it became stuck in the lesion. The sds was withdrawn with resistance from the anatomy. Atherectomy (cutting balloon) was performed and a new 3.5x23 xience prime sds was advanced and the stent was deployed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the reviewed information, no product deficiency was identified.